Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown FDA device problem code: 1354, FDA patient problem code: 2199. Investigation summary: no product or photo was returned by the customer. The customer complaint that a cap was missing on one of the ports could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10015817 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that ext set smallbore tbg w/4 female ll was missing one of the ports. The following information was provided by the initial reporter: material #: 10015817 batch/ lot #: unknown ( 20035145 provided lot but invalid) it was reported that the cap was missing on one of the ports. Verbatim: quadfuse tubing was found to have a cap missing on one of the ports straight out of the sterile packaging during line setup. Tubing was not used on patient. Tubing not saved.